Event description:
End user stated that the mattress springs on her (B)(4) bed are sticking her in the sides. Springs have not poked through the mattress but are causing the user pain in her side. No medical intervention.